Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely depressed hemoglobin (hgb) results while using the cell dyn emerald analyzer. The following data was provided. Initial (capillary tube specimen) 5.7 g/dl, repeat 12.0, 12.1 g/dl no impact to patient management was reported.

Manufacturer narrative:
Review of the issue with the customer indicated a different operator repeated the tests with acceptable results. This may indicate the sample was not completely mixed prior to the initial test. The specimen was remixed and an additional repeat test also showed acceptable results. The likely cause of the falsely depressed results issue was considered improper specimen mixing. Evaluation of the customer issue included a complaint text review, a search for similar complaints, instrument service review, and labeling review. Returns were not available. No adverse trend was identified for the customer issue. Analyzer service history was reviewed and no contributing factors were found. Labeling was reviewed and found to be adequate. The operators manual includes specimen preparation instructions. It is recommended that specimens be mixed for 10 minutes on a rotary mixer or rocker that rotates for 20 to 30 times/minute. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.